Event description:
Blade shed metal shavings; left residue on the patient; and they said they wanted to hang on to the product and test it themselves.

Manufacturer narrative:
Devices are not being returned for evaluation.(B)(4)